Manufacturer narrative:
At the time, varian received this complaint; varian analyzed it and concluded that there had been no serious injury. We applied the definition of a serious injury as defined in 21 cfr 803.3 (z) (bb) and we also considered the radiation therapy medical community's understanding of serious injury for radiation overdose or under dose amongst radiation therapy professionals. For that reason, we did not submit an MDR previously. However, varian is now reporting this incident as an MDR based upon specific direction from our FDA investigator as to the FDA's interpretation of "serious injury" in the context of radiation therapy.

Event description:
The customer reported a misadministration during radiotherapy treatment caused by user error. The pt was originally under two (2) treatment plans. The first plan positioned for 1-field dose imrt abdomen and the second plan for a 5-field dose imrt pelvis. Instead, the dosimetrist delivered all 6 fields to the pt's abdomen region, resulting in a misadministration of radiation dose. The physician indicates administrative dose differs from the pt's original treatment plan, however, calculations will determine the dose adjustments for pt's treatment. No pt injury reported. This is a case of user error.